Event description:
Customer reported that a patient weight for a calcium chloride infusion was not updated from previous values for the same patient, therefore the infusion ran slower than was ordered. There was no patient harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned; no device malfunction is believed to have occurred. Device functionality was reviewed with the customer, who is satisfied that the device is performing as intended, customer does not wish to have any further investigation from carefusion.